Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone critical pump error image was displayed on the screen. The blood glucose was unknown. Troubleshooting was performed. The customer was advised to replace the pump. The product will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error, problem isolated to electronic assemblies.